Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure? Date of reaction? Please describe how the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? What is the current status of the patient? No product to be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent a laparoscopic sleeve gastrectomy procedure on an unknown date in (B)(6) 2021 and topical skin adhesive was used. One week post op the patient presented a red raised rash in the location where the adhesive was applied. Rash was treated by removing the adhesive, adding a dressing to the wound and prescribing a topical and oral steroid. Patient¿s status has improved. Additional information has been requested.